Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. It was reported that the tubing set was being prepared to deliver to altima 1gm. The customer contact indicated that when the healthcare professional removed the tubing set and the solution container from under the hood, an unspecified volume of solution leaked from around the convertible primary piercing pin air filter vent. The solution that leaked was cleaned up according to the hospital's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.